Event description:
It was reported that the single use aspiration needle's stylet could not be inserted. The issue occurred during ebus-tbna (endobronchial ultrasound-guided transbronchial needle aspiration) procedure. The procedure was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch medical device report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. There were no reportable malfunctions related to the subject device captured in this complaint. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the single use aspiration needle's stylet could not be inserted. The issue occurred during ebus-tbna (endobronchial ultrasound-guided transbronchial needle aspiration) procedure. The procedure was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.